Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history found no additional related issues for the reported part and lot combinations. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the bearing was removed for an unknown reason with fault being diverted to a non-zimmer biomet branded bone cement. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products --------------------------------------------- 42502606602 persona femur cr cemented std right size 9 lot# 65321251 42557000114 tibial stem 14mm diameter +30mm l cemented tapered lot# 65890748 42509902525 persona 2.5mm hex screw 25mm l lot# 65766853 42532007102 tibia 5 degree right size e lot# 65714120 42540200032 all poly patella cemented 32mmx8.6mm lot 65800952 66022663 palacos cement x2 lot# 64881208.

Event description:
Initial right total knee replacement was revised ten months post implantation due to unknown reasons. The articulating surface was revised. No further details or outcomes provided.